Event description:
It was reported that the event occurred at insertion. The intra-aortic balloon pump (iabp) did not alarm when blood was observed in the helium line. As a result, the md removed the intra-aortic balloon (iab) successfully and the pt was transferred in emergency to another hospital. There was not another iab inserted. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay interruption in therapy noted with no harm to the pt. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.